Manufacturer narrative:
This device was returned to mmdg and was evaluated. The pump was found to be under infusing by more than twenty percent. The pump was also found to have fluid ingress that damaged the pcb. This seems to have contributed to the calibration issue. The device was serviced and returned to the customer.

Event description:
The initial reporter stated that the device failed to alarm during testing. The pump did alarm appropriately when returned to mmdg, however, during the investigation the pump was found to be under infusing over the range mmdg would consider non-reportable. [Complaint-(B)(4)].